Event description:
Boston scientific received information that this newly implanted pacemaker had atrial signals that were not sensed but were appearing on the electrogram (egm) channel. Boston scientific technical services (ts) assessed for air bubbles and discussed that air bubbles usually resolve within a day or two. Subsequent information was received confirming that the air bubbles caused the issue and was resolved on its own. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.